Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked end cap, cracked belt clip slot and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the end cap came off. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.